Event description:
The customer reported that at the beginning of a therapeutic plasma exchange (tpe)procedure, they received multiple 'air detected in return line' alarms. Per the customer, the operator followed the prompts to clear the alarm, but could not clear the alarms on the machine. The operator aborted the procedure and disconnected the patient. The operator performed the procedure on another machine with a new disposable set. This report is being filed in response to the customer filing a medwatch report (uf report #(B)(4)).

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. A small amount of blood in the access line was noted and a blood warmer tubing was attached to the return manifold. The disposable set was inspected for missing parts, misassemblies, kinks, occlusions and other defects which may have contributed to the alarm and none were found. Root cause: a definitive root cause could not be determined at this time. Based on the customer's description of the alarms. Possible root causes include but are not limited to a return line clamp that was not closed tightly which allowed air to enter the return line and reservoir, or defective control stack.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for the disposable lot showed no irregularities during manufacturing that were relevant to this issue. No issues were found with the machine during the 6 month preventative maintenance when it was performed in (B)(6) 2013. Root cause: a definitive root cause could not be determined at this time. Possible root causes were provided in the initials report for this event. An additional root cause could be a defective return line air detector on the spectra optia equipment.